Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was in the hospital at the time of the call with no reason provided for the hospitalization. It was noted that the trial began on (B)(6) 2020. On (B)(6) 2020 it was reported the patient continued to be in the hospital. No further complications were reported.